Manufacturer narrative:
A pericardial effusion was reported. Review of the device history record was not possible as the lot number is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2018-00013. During a right ventricular outflow tract (rvot) procedure, a pericardial effusion occurred. Difficulty was noted reaching the outflow tract with the ablation catheter. Therefore the ablation catheter was inserted into an introducer to reach the appropriate location. After five ablations and while waiting to see if ventricular tachycardia (vt) occurred, the catheter appeared to be 90 degrees out of geometry, with the sheath filter on and no shift. The procedure continued, however after approximately five minutes, the patient felt discomfort and became hypotensive. An ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.